Event description:
Reporter noted the chamber shallowed while removing the fourth piece of nucleus; posterior capsule came up and tore. Anterior vitrectomy performed and iol implanted in sulcus. Pt reportedly healing well.